Event description:
Complainant alleged that during the incoming inspection of the device, when the device was discharged at 360 joules, the measured energy output was only 26.2 joules. The complainant indicated that there was no pt involvement in the reported malfunction.